Event description:
It was reported that a spectrum pump was alarming for system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Five system error 322 events were confirmed through review of the device's history log, but were not reproduced during eval. This error was caused by a failed component on the I/o pcb. The I/o pcb was replaced.